Manufacturer narrative:
Medical device expiration date: unknown. Batch provided 6137180 by customer, is not found. (B)(6). Device manufacture date: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. The defect identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that an unknown bd¿ syringe/needle leaked. There was no report of injury or medical intervention.